Event description:
It was reported that the user experienced a sensor pairing failure between the ilet and a freestyle libre 3 plus sensor, which was resolved after the user toggled the settings and then rescanned, resulting in successful pairing. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical intervention. User support included remote troubleshooting and user education. Investigation of this case revealed that the device and sensor were functional after corrective setup steps, indicating a temporary connectivity or configuration issue that was resolved by correct device selection and rescanning. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error leading to transient pairing failure.

Manufacturer narrative:
Initial.